Event description:
The caller reported that the lot number and expiration date on the test strip vial and box do not match and are incorrect. According to the customer, the test strip vial information is as follows: lot no: 105108; use by 2025-03-25, cat no: 07453736001. The correct/valid use by date for this lot (105108) is 2026-03-11, which was confirmed in the sap database. The box information is as follows; lot no: 105188; use by: 2026-04-22 cat no. 07453736001.